Event description:
Norepinephrine drip infusing with a medfusion syringe pump. Pump kept stopping with a message of "check clutch/plunger lever." Checked that the syringe was loaded into the machine correctly, which it was. Restarted pump and after a short time, pump would stop again with the same message. Changed to new medfusion pump and it was working correctly now.====================== manufacturer response for syringe pump, medfusion 3500======================not determined yet. In the process.